Event description:
It was reported that within one day of implant, the patient was experiencing phrenic nerve stimulation. The left ventricular lead was replaced with an epicardial lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Concomitant products: 6947 implantable tachy lead (B)(6) 2013; dtbb1d4 implantable cardioverter defibrillator (B)(6) 2013. (B)(4).